Manufacturer narrative:
Based on the review of the device history records, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications.

Event description:
It was reported that after the stent was successfully implanted and the perforation was sealed, the pt experienced an mi (myocardial infarction) and a complication of no flow. Reportedly, this is not considered to be device related. No additional info is available.